Event description:
As reported, plug deployment button of a 7f exoseal vascular closure device (vcd) was unable to pressed after the indicator window turned black. Hemostasis was then achieved by manual compression. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and both the vcd and sheath introducer were retracted together at a 40° angle until flow slowed or stopped. The indicator window turned solid black and the device was further withdrawn by 1 cm. When attempting to depress the button, it could not be depressed at all. At that time, the indicator window showed solid black. The device was not deployed outside the patient. The exoseal vcd was used during an interventional procedure, with a retrograde approach via the left femoral artery. The device was used post lower limb arterial stenosis surgery. A cordis avanti+ 7f sheath was used. The operator was trained in using the device. The device was stored and prepared according to the instructions for use (IFU). No visible signs of device or packaging damage were observed prior to use. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle, and the vessel diameter was verified to be at least 5mm. There was no visible calcium, plaque, stent, significant stenosis, previous closure, or evidence of hematoma, av fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. The device will not be returned for analysis.

Manufacturer narrative:
Correction made to b5 and d10. Updated complaint conclusion: as reported, plug deployment button of a 7f exoseal vascular closure device (vcd) was unable to pressed after the indicator window turned black. Hemostasis was then achieved by manual compression. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and both the vcd and sheath introducer were retracted together at a 40° angle until flow slowed or stopped. The indicator window turned solid black and the device was further withdrawn by 1 cm. When attempting to depress the button, it could not be depressed at all. At that time, the indicator window showed solid black. The device was not deployed outside the patient. The exoseal vcd was used during an interventional procedure, with a retrograde approach via the left femoral artery. The device was used post lower limb arterial stenosis surgery. A cordis avanti+ 7f sheath was used. The operator was trained in using the device. The device was stored and prepared according to the instructions for use (IFU). No visible signs of device or packaging damage were observed prior to use. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle, and the vessel diameter was verified to be at least 5mm. There was no visible calcium, plaque, stent, significant stenosis, previous closure, or evidence of hematoma, av fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18409876 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. As cautioned in the instructions for use (IFU), which is not intended as a mitigation ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, plug deployment button of a 7f exoseal vascular closure device (vcd) was unable to pressed after the indicator window turned black. Hemostasis was then achieved by manual compression. There was no reported patient injury. At a 40° angle, the device was slowly withdrawn, and after the indicator showed pulsatile blood flow had stopped, the device was further withdrawn by 1 cm. The operator, with many years of experience using exoseal, performed retrograde puncture via the left femoral artery using an unknown cordis short sheath. The device was used post lower limb arterial stenosis surgery. The device will not be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, plug deployment button of a 7f exoseal vascular closure device (vcd) was unable to pressed after the indicator window turned black. Hemostasis was then achieved by manual compression. There was no reported patient injury. At a 40° angle, the device was slowly withdrawn, and after the indicator showed pulsatile blood flow had stopped, the device was further withdrawn by 1 cm. The operator, with many years of experience using exoseal, performed retrograde puncture via the left femoral artery using an unknown cordis short sheath. The device was used post lower limb arterial stenosis surgery. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18409876 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. As cautioned in the instructions for use (IFU), which is not intended as a mitigation ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.